Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: (B)(6). (B)(4).

Event description:
It was reported by the affiliate from customer email that during an arthroscopic rotator cuff shoulder procedure the versalok threader tab ea broke the peek anchor when firing. Part of the peek remained in the humerus, the surgeon is an experienced used and was using the product as intended, the part of the double row anchor that is not functional remained inside the patient's body. No surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and inspected. The insrtrer was received along with the suture, tray retainer clip, peek sleeve and titanium pin. Upon visual inspection, the peak sleeve was found to be misplaced/moved or shifted up from its original position. There was no other damage/breakage was noticed on anchor and device. The complaint can not be confirmed for broken anchor since received device shows no breakage nor anyxray/image was provided for the broken anchor piece and/or left in patient. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 210800- lot 6l35891 number combination. No definite root cause can be determined. Possible root causes could be excessive force may have been applied during use. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 210800- lot 6l35891 number combination.